Event description:
It was reported that the center nut of the crosslink snapped upon tightening. No patient complications were reported.

Manufacturer narrative:
Device was returned to medtronic for evaluation. Visual examination found that the eyelet post was sheared due to application of torque that exceeded post limits. Part appears to meet all manufacturing specifications. A review of the device history records revealed no documentation to indicate a non-conformance to specification.